Event description:
The customer called to report an alarm during the prime and rewind process. The customer also reported that the drive support cap was flush. The reported blood glucose reading at the time of the call was 93 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk.